Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician felt resistance and accidently perforated the rapid exchange port of the catrx with the guidewire and, consequently, felt more resistance while advancing the catrx into the guide catheter. The catrx was therefore removed, and the procedure was completed using a new catrx, the same guidewire, and the same catheter. There was no report of an adverse effect to the patient.